Event description:
Manufacturer ref # (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our service technician. It was reported that the ventilator generated a technical alarm regarding the turbine module. The ventilator also failed the pre-use check during the pressure transducer test. The fault was isolated to the turbine module which was replaced and returned for investigation. The ventilator passed pre-use check and was cleared for clinical use. Simulated use testing of the received turbine module has reproduced the described customer issue. An evaluation of the received device logs could confirm the event. A defect turbine in the turbine module caused the unit to fail the pre-use check. A technical error indicating timing issues with the turbine control was detected in the device logs. A similar technical error was reproduced in ventilation tests. Replacement of the turbine resulted in passing the pre-use check. A defect turbine module may lead to a stopped air supply during ventilation. This may, depending on the o2 concentration being used lead to a higher than set o2 concentration being delivered. If no o2 is available this will lead to a stop of ventilation. The conclusion in this matter is that the reported issue was caused by a faulty turbine in the turbine module. The root cause of the turbine failure cannot be determined.

Event description:
It was reported that the ventilator generated a technical error indicating a turbine module failure while it was connected to a patient. There was no patient harm. Manufacturer's ref. #: (B)(4).